Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient's status was good.

Manufacturer narrative:
B5 - describe event or problem updated. Returned device consisted of a maverick balloon catheter. The balloon was loosely folded and bloody. Analysis of the tip, balloon, and inner/outer shaft included microscopic and visual inspection. Inspection revealed the balloon had a burst and the burst was 7mm in length. Inspection of the rest of the device found no other damage or defect. The reported burst was confirmed.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderatey tortuous and moderately calcified left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient's status was good.